Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the 6th november 2018. During the investigation, the unit was witnessed switching on automatically, as per the reported fault. The fault was attributed to a failure of mosfet q37, which forms part of the on/off switching circuitry. Information from the device memory showed multiple manual power ons of 10-minute duration from the 26th june 2019, which would suggest the failure had occurred at this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new sam 360p device.

Event description:
There was no patient involved in this event. Device switching on automatically.